Event description:
It was reported that during a colectomy procedure, the device worked well. It stapled and cut without an issue, but at the end of the procedure a metal piece dissociate of the device. The small piece fell on the operating site. The small piece could have fallen into the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Picture analysis was performed; it was noted that one of the bearing was loose from the saddle pin and the other bearing was properly attached, however, based on the picture alone no conclusion could be reached about the condition of the saddle pin. Additional information received: can you clarify where the small piece of the device come from? It comes from the stapler. Did it come from the cartridge? No.